Event description:
It was reported the pt is no longer receiving stimulation in her foot. A sjm rep was unable to resolve the issue with programming. An x-ray showed the scs lead is fractured. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.